Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she has been having issues with battery lasting less than a day. Customer's blood glucose was over 200 mg/dl. Issue has been occurring during normal use. Customer's blood glucose has gone up to the 300 mg/dl range and one morning it was 446 mg/dl. The other week it was 436 mg/dl. Customer was advised a new battery was being sent to rule out any issues with the battery cap. No troubleshooting for high blood glucose was performed. The device is not returning for analysis.